Manufacturer narrative:
There were four (4) malfunction events to occur. The four events were related to the abutment stripping during usage. 2 of the 4 units were not returned for investigation. Therefore, no conclusion may be drawn to the root cause of the reported malfunction. Hence, the device can be determined as contributing the failure reported. 1 of the 4 units was returned for investigation. Of the devices returned with a reported lot number, the production documents were reviewed for nonconformances. No nonconformances were noted therefore, the conclusion was drawn the item was manufactured to specifications. No defects were noted in the manufacturing process. The internal threads were damaged which contributed to the device stripping. The stripped device occurred outside of the manufacturing process. Hence, can be contributed to usage in the field by the clinician. 1 of the 4 units is awaiting investigation. Hence, no conclusion may be drawn until the evaluation has been performed. Devices involved: 3.5mm custom milled abutment; 3.5mm multi-unit abutment, straight 1mm collar. This report was attempted to submit on 04/29/2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on 04/29/2022 covering the issue. The ticket number was 308034. Ticket 308034 was resolved on 05/03/2022. Hence, allowing for the attempt to transmit on 05/04/2022.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated the reported abutments experienced stripping during usage. The reports were received from various sources. No patient adverse events were reported. No information regarding patient demographics was provided.